Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. Post procedure the patient became tachycardic, their blood pressure dropped, and their oxygen saturation deteriorated. The patient was given catecholamines and their oxygen was supported. The patient stabilized before being repositioned and deteriorated again. The patient went into cardiac arrest, cardiopulmonary resuscitation was started, and the patient was intubated. The pericardium was repeatedly examined for tamponade and the abdominal cavity for free fluid (blood), with no negative findings. The patient did not recover from this event and the patient died. The implanting physician does not assume that it was due to the watchman flx closure device or watchman access system but rather that the patient's general condition was the cause of the event.